Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0qhuk, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The patient does not feel stimulation. There were no medical procedures/emi and no trauma/falls reported that could be related to this issue. Symptoms reported wad leakage. The change in therapy/symptoms was considered a sudden change. The neurostimulator was for gastrointestinal/ pelvic floor and fecal incontinence. Additional information received from the patient reports during the call she synched with programmer and was not able to communicate when antenna was attached. Patient tried without antenna and increased from program 1 at 2.1 to 2.3. The patient later reported that she had a loss of therapy which was gradual. The patient symptoms returned in (B)(6) 2015. Programmer not working when antenna was attached during the call. It was reported a week later that the patient had a loss of therapy. She was leaking urine since ins (stimulator) was implanted. The patient doesn't feel stimulation and the therapy was on. The situation had not resolved. She was on program 1 at 2.3 volts and she would like to turn up the ins. Caller turned it up to 2.7volts and it was comfortable. Patient's daughter states the leaking was only at night and it was reported that the patient drinks coffee at night. The patient later reports she was leaking urine. She called patient service to adjust to a higher setting. The patient was increased to a higher setting until she felt the pulse at an uncomfortable level then lowered the setting enough to a comfortable level. The patient programmer connection issue with the antenna attached had been resolved. The patient was able to hold the antenna black oval over, or just below her scar with the left hand and operate the buttons of the programmer with the right. The patient reported she was doing okay and she was dry.